Event description:
It was reported that the patient's right ventricular (rv) lead had low bipolar impedance, low unipolar impedance, an insulation breach, and undersensing when programmed unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.